Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer¿s blood glucose level was 197 mg/dl at the time of the incident. It was reported that the middle button had frequently no or intermittent response by button press. It was also reported that the insulin pump's block mode was not active and that the max bolus/basal was not set to 0.0. Battery change was performed but the issue persisted. The alarmed occurred during normal use. There was no indication of the issue being resolved during the call. It was reported that the customer was advised to discontinue use of the insulin pump and to revert to the backup plan. It was indicated that a replacement will be sent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with unresponsive select button due to broken keypad trace. Unit was received with cracked select button keypad overlay, minor scratched lcd window, broken display window cover and scratched case.